Event description:
The customer alleges she had a difficult time operating the joystick and got too close to a wall. It was reported by the provider as user error and not a product problem. The customer sustained a broken finger.

Manufacturer narrative:
Not a device problem. User error.